Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 50-60 mg/dl. The customer treated with food. The customer's blood glucose was 59 mg/dl then it was 65 mg/dl. The customer declined to troubleshoot for low blood glucose. The product was not returned for analysis.